Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated testing equipment, and no anomaly was found. The cause of the reported oversensing could not be determined.

Event description:
New information notes that the recommended programming changes were not made. Dft testing was performed and the device failed to detect the induced ventricular fibrillation and the patient had to be externally rescued. The device was reprogrammed and lead revision was scheduled. During lead revision, a variation in pacing lead impedance was observed between the device and the system analyzer. Intermittent telemetry was also noted. The physician elected to explant and replaced the device.

Event description:
It was reported that the patient presented for follow-up. Post-sensed t-wave oversensing was observed on stored egms. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.